Event description:
It was reported that the customer experienced multiple elevated blood glucose levels. Specific value was not provided. Cause was not known. Customer declined follow up, therefore no additional information was provided. Due to customer declining follow up or providing additional details it was not clear if alleged vision loss was temporary or permanent.